Event description:
During preparation for cardiopulmonary bypass, the fio2 delivered by the gas blender was not accurate throughout the range of operation. There was no reported adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but no conclusions have been drawn.